Event description:
New information received notes continued loss of capture, no sensing or pacing, and dislodgement again. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital with shortness of breath and fatigue. Rhythm strips taken showed evidence of ventricular loss of capture. When the pocket was opened, the lead was found dislodged. The lead was successfully repositioned.